Manufacturer narrative:
Date of event - correction - inadvertently reported the incorrect event date on initial report. Report source - correction - inadvertently did not check distributor on the initial report.

Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the reported event of infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by the surgeon that the patient had their generator explanted due to an infection. Information was later received that per the physicians, the infection began approximately one month after implant surgery and surgeon believes it is due to surgical infection. The infection is located at the lead site. Last known settings were provided as well as system diagnostic results did not indicate any anomalies. The device history record's of the lead was reviewed. The lead passed final quality and functional specifications prior to release. The device was sterilized prior to distribution. No additional relevant information has been received to date.